Manufacturer narrative:
The phacoemulsification handpiece was received and a visual assessment of the returned sample revealed no nonconformities. The returned phacoemulsification handpiece sample was connected to a calibrated system. The phacoemulsification handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phacoemulsification handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the phacoemulsification handpiece to meet all specifications per manufacturing test procedure (mtp). The customer reported events were not able to be confirmed. A phacoemulsification handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. It has since been determined that the reported handpiece meets all specification, therefore the reported events cannot be confirmed. The phacoemulsification handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery an ophthalmic handpiece was not sculpting. The surgery was completed by using a new handpiece and there was no patient impact. Additional information has been requested.